Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter reverting to setup mode was not resolved with troubleshooting.

Event description:
The patient had two lesions treated during the index procedure. A 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the proximal lad (ref MFR # 2953200-2010-02429). A 3.0 mm diameter x 12 mm length endeavor sprint rx stent was implanted to the distal lad ( ref MFR # 2953200-2010-02430). The patient is reported to have suffered a suspected non-q-wave mi one day post index procedure. The infarction location was identified in the territory of the target vessel. The event was triggered by elevated post procedural cardiac enzymes. Patient was asymptomatic/free of symptoms at 1 month, six month, 1 year and 1.5 year follow-up. No other clinical sequelae were reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.